Event description:
It was reported "battery depletion. Iabp beeps continuously when user attempts to turn it on and screenremains black. Power connections verified. Second iabp charges on same outlet without issue. Green plug isilluminated, amber indicator is not. Breaker switch is in "on" position". Additional informaiton states that another console was used to continue therapy. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint of "iabp beeps continuously" is confirmed based on the attached video. The product was not returned for investigation. The video shows the piezo alarm sounding with and without the power cable plugged into the pump. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the power issue. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "battery depletion. Iabp beeps continuously when user attempts to turn it on and screen remains black. Power connections verified. Second iabp charges on same outlet without issue. Green plug is illuminated, amber indicator is not. Breaker switch is in "on" position". Additional information states that another console was used to continue therapy. The patient's current condition is reported as "fine".